Manufacturer narrative:
No product samples have been returned. Batch documentation has been reviewed. No defects or deviations could be found. Lidocaine/chlorhexidine gel has been used to ease the pain during dilation. A known although rare side effect of lidocaine is allergic reaction. The complaint cannot be considered confirmed.

Event description:
The pt had lidocaine/chlorhexidien gel to ease the pain during dilation by the nurse. The pt then had an allergic reaction.